Event description:
On 13-nov-2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 40 mg/dl. The user announced a meal and subsequently lost consciousness during dialysis before any self-treatment could be attempted. The user was treated on scene by ems with intravenous glucose and was not transported to the hospital.

Manufacturer narrative:
It was reported that the user experienced a low blood glucose event requiring ems treatment after losing consciousness during dialysis. Based on available information, no device malfunction has been identified, and the user attributed the event to a meal announcement that preceded the low. The device has not been returned for evaluation, and a follow-up report will be submitted if additional information becomes available.